Event description:
This 46-yr-old female underwent a bam in 1983 using silicone gel breast implants. The procedure was performed at another facility, therefore, the device MFR is not known to reporting facility. Due to possibility of ruptured implants & the med history, the pt chose to have the implants removed. Gross exam: the right implant is focally disrupted & exudes a gelatinous & tenacious gel-like material. The left implant is intact.